Manufacturer narrative:
Patient height reported as (B)(6). This report is for an unknown acdf device/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported (B)(6) clinical study patient ID (B)(6) was implanted with anterior cervical discectomy and fusion (acdf) device at level c5-c6 on (B)(6) 2003. No complications were noted during surgery. Patient was discharged on (B)(6) 2003, patient underwent a revision surgery on (B)(6) 2005, fusion hardware was removed at c5-c6 and acdf was performed at c6-c7. Patient completed the study on (B)(6) 2010. The following complications were noted (date reported, event, intervention, status): (B)(6) 2005; severe unanticipated event; persistent neck right arm shoulder pain; intervention: MRI on (B)(6) 2005 shows herniated nucleus pulposus at c6-7, medication refilled, patient referred to physical therapy; status: ongoing (B)(6) 2005; moderate unanticipated event; plate removal at c5-6, acdf at c6-7; intervention: after failure of conservative treatment patient underwent surgery on (B)(6) 2005; status: resolved. This report is for adverse event: (B)(6) 2005; severe unanticipated event; persistent neck right arm shoulder pain; intervention: MRI on (B)(6) 2005 shows herniated nucleus pulposus at c6-7, medication refilled, patient referred to physical therapy; status: ongoing. Patient file states event definitely related to surgery and definitely not related to implant. (B)(6) 2005; moderate unanticipated event; plate removal at c5-6, acdf at c6-7; intervention: after failure of conservative treatment patient underwent surgery on (B)(6) 2005; status: resolved. Patient file states event possibly related to surgery and definitely not related to implant. This report is for an unknown acdf device. This is report 1 of 1 for (B)(4).